Manufacturer narrative:
Analysis could not confirm the reported issue. The analyzer sensed and paced on both channels using a known good programmer and virtual interactive patient (vip). Inspection of the cable connector found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was sensing the atrium on the ventricular channel when the leads were being tested. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.